Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during use the heartstart xl could not recognize the therapy cable. There was no negative patient impact associated with this failure.